Manufacturer narrative:
(B)(4). Upon further investigation, it has been determined that this complaint is associated with a drug product and not a disposable. Therefore, this complaint is a non-reportable event.

Event description:
The customer contacted baxter's service center regarding a patient that needed to start over with new supplies, which occurred on the homechoice (hc) during use. The home patient (hp) stated they tried to break the frangible on the supply bag but broke the wrong piece of the tubing instead of the frangible. The bag was leaking. The technical service representative (tsr) assisted the hp to cycle the power off, then close all the clamps and discard all the supplies and start over with all new supplies. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.